Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue was unable to be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported the screens went black. It was reported the screens did come back on and the site had to re-register. This issue occurred intraoperatively and caused a less than 10 minute delay. There was no reported impact on patient outcome.